Manufacturer narrative:
Based on the current information provided, isi has not determined the cause of the intra-operative complication. None of the sureform 60 reloads used during the case are available for return to isi for evaluation. If additional information is received, a follow-up MDR will be submitted. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2019. The logs show that a sureform stapler 60 instrument (part #480460-08, lot #l90191029-0146) fired five sure form 60 reloads: two black, one green, and two blue. All firings were completed per the logs. One of the installs with a blue sure form 60 reload had an incomplete clamp prior to a completed clamp. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted sleeve gastrectomy procedure, the patient experienced bleeding from a staple line. As a result the surgeon placed a clip on the staple line to control the bleeding. At this time, the cause of the customer reported event is unknown.

Event description:
It was initially reported that during a da vinci-assisted sleeve gastrectomy procedure, the patient experienced ¿excessive bleeding.¿ the intuitive surgical, inc. (Isi) technical support engineer (tse) was contacted after the procedure and the system logs were reviewed. No related system errors were found to have occurred during the surgical procedure. On 22-january-2020, isi contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the surgeon stapled the stomach tissue with a sureform 60 stapler instrument and an unspecified color sureform 60 reload. When the staple line was transected after a successful fire, the patient allegedly experienced bleeding from the staple line. The bleeding was reported to be more than normal. As a result, the surgeon had to place a clip on the staple line to control the bleeding. The patient did not require a blood transfusion. The surgeon did not recall what stapler fire and sureform 60 reload color was used on the staple line that experienced the bleeding. The surgeon had fired a total of five sureform 60 reloads with the sureform 60 stapler instrument. The five sureform 60 reloads used during the procedure were: two black, two blue, and one green. The surgeon did complete the procedure with the same sureform 60 stapler instrument with no further issues. The following were confirmed; there was no buttress material used, no tissue tension or bunching, and no exposure to radiation or chemotherapy. There is no video recording of the procedure for review. The sureform 60 stapler instrument and the reloads have been discarded and will not be returned to isi for evaluation.